Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was sent to the emergency room with high blood glucose levels. Patient was reported to be dehydrated. Blood glucose levels were reported to have reached 469 mg/dl. The patient received water and a bolus shot at the hospital.

Manufacturer narrative:
The returned device was evaluated. Investigation found a hole in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. The internal leak was determined to have contributed to the observed corrosion and insufficient battery power. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.